Event description:
It was reported that a tasp fractured during disassembly. There is no additional information available.

Manufacturer narrative:
(B)(4). Visual examination of the returned product found it to exhibit signs of repeated use is fractured / cracked from the lateral side below the post feature and is still attached. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.